Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and then a motor error alarm. The blood glucose at the time of the incident was 85 mg/dl. The customer stated she removed and reinserted the battery and received a failed battery test alarm. Troubleshooting was not performed as the customer did not have a new battery. The device will not be returned for analysis.